Event description:
The device was returned for mechanical hardware failure (av sticky valve). Log files indicate mechanical hardware failure (av sticky valve). Removed fva assembly and found fva pins and upper/lower loading pins having debris. Internal investigation found rear cover housing o ring not seated properly/damaged. Fva lip seals, upper/lower loading pin lips seals, and rear cover o-ring will be removed and replaced during repair process. No other damage found.

Event description:
The following has been reported: biomed reported: "pump problem". "Pump that needs to be evaluated. The pump has been cleaned and multiple cassettes has been used to trouble shoot pump.' Patient harm: unknown. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.